Event description:
The patient reported that her depression worsened when her battery was starting to deplete prior to replacement. The patient's device was explanted and returned for analysis which showed the device was likely at a near end of service condition prior to explant. No additional or relevant information has been received to date.